Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the balloon was not soaked prior to use. It should be noted that preparation for use section of the rx trek instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/peeling and may have contributed to the reported complaint.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with mild tortuosity and mild calcification. The 2.5 x 15 mm trek balloon was advanced for pre-dilatation without issue; however, during the first inflation of 12 atmospheres, for 20 seconds, the balloon ruptured. The device was removed without issue. The vessel was well expanded so no further dilatation was needed and a non-abbott stent was implanted. It was noted that the balloon was prepped outside the patient anatomy; however, was not soaked prior to use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.